Event description:
It was reported that (1) device was used during a laparoscopic colectomy. It was reported by the affiliate that the er320 instrument clip malformed (no harm to pt). Another instrument was used to complete the case. There was no consequence to the pt.